Event description:
Pt reported obtaining back-to-back blood glucose results of 23 mg/dl and 97 mg/dl, while using the suspect device. The following day, pt performed an add'l set of back-to-back tests with results of 346 mg/dl and 156 mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, a level-one control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.